Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one of the two power plug pins of the remote monitor's power adapter had entered the power adapter. No troubles hooting taken.the patient acquired a new power adapter. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 24950j, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that there was no complaint failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.